Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time loss/gain) issue; the time on the pump showed 1:10 am when the time was actually 1:10 pm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/28/2013 with the following findings: a review of the pump¿s history showed several manual time and date changes; from (B)(6) 2013 10:55 pm to (B)(6) 2013 10:57 pm, from (B)(6) 2013 11:47 pm to (B)(6) 2013 12:00 am and from (B)(6) 2013 1:10 am to (B)(6) 2013 1:13 pm. Multiple exceeds total daily dose alarms were observed in the pump¿s history. Dates in the total daily dose history were incongruent, changing from (B)(6)2013 and from (B)(6) 2013. During testing, a timekeeping accuracy test was performed and the pump was found to be keeping time accurately. No errors or alarms occurred during testing.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.